Event description:
The customer reported that the item stayed locked during the procedure. Additional questions have been asked of the site and a response has yet to be received.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. Additional questions have been asked of the site and a response has yet to be received.